Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the cable had contamination (corrosion) by the connector and that its label was delaminated. It was noted that the cable and label need to be replaced. It was being sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned a trade-in subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.